Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd microtainer® contact-activated lancet experienced product damage while still being considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the blade didn't come out.

Manufacturer narrative:
H.6. Investigation: bd has initiated further investigation relating to this issue through CAPA#761912 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the bd microtainer® contact-activated lancet experienced product damage while still being considered operable. The product defect was noted during use. The following information was provided by the initial reporter: the blade didn't come out.